Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find three other report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 3013394970-2017-00481, 3013394970-2017-00482, 3013394970-2017-00480, and 3013394970-2017-00484. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seals did not have a string to cut. Once deployed, there was no string. Additional information was received on 10/13/2017: the following information was provided by the user: hemostasis was achieved by manual compression but extended stay was required due to the manual compression. Blood loss was less than 250cc. The procedure outcome went ok. Additional information was received on 10/23/2017: the following information was provided by the user: manual pressure was held for 20 minutes and the blood loss was less than 50ml. The patient did not require medical or surgical intervention. The patient did develop a large left scrotal hematoma and had an extended stay at the surgery center due to defective product. Required patient to stay for four hours. The procedure was successful with good re-vascularization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned.